Event description:
It was reported that the patient saw an end of service (eos) or end of life (eol) message. It was noted that the patient went to the doctor to get the implantable neurostimulator (ins) jump started. It was noted that the ins was too low to charge on its own. It was noted that the patient stated that he was able to get it back up and charging but now the programmer was showing eos. It was noted that the patient couldn¿t get it to do anything else. It was noted that the patient stated that he was in overdischarge 1 other time a little over a year ago. It was noted that the patient¿s ins was in fact in eos.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# v160153, implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-33, lot# v152707, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).